Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 3 years, 4 months. The patient remains on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted on (B)(6) 2016 with elevated lactate dehydrogenase levels and unspecified symptoms of heart failure. An echocardiogram showed that the left ventricle was not offloading and possible pump thrombosis was suspected. The patient was started on a heparin infusion. As of (B)(6) 2016, the patient remained in the hospital for monitoring and continued on heparin. The patient is not a candidate for a pump exchange at this time. No further information was provided.

Manufacturer narrative:
Additional information. A correlation between the reported event and the device could not be conclusively established as the patient remains ongoing on pump support. Based on the manufacturer¿s complaint history and similar reported events, the elevated lactate dehydrogenase (ldh) level, increased heart failure symptoms, and inability of the left ventricle to offload on echocardiogram can be indicative of device thrombosis; however, the account later communicated that the patient was treated medically and the patient¿s ldh level normalized with no further signs of hemolysis. The instructions for use lists device thrombosis, hemolysis, and right heart failure as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Event description:
Additional information: information received from the hospital personnel on 07/15/2016 stating that the patient was medically treated and has been doing okay. The patient's lactate dehydrogenase level normalized with no further signs of hemolysis.